Manufacturer narrative:
Investigation summary: bd received 86 samples and 8 photos for investigation. The photos and samples were visually inspected and the customer¿s indicated failure mode for 'scratched tubes, foreign matter (fm) in gel, damaged hemogard shield, embedded fm in tube, ink smear (dirty tube), printing defect and bubbles in gel' with the incident lot was observed. Bd determined that the root cause of the indicated failure modes was attributed to: the black fm in the tube appears to be a piece of burnt silica. The root cause of the white fm in the gel would be inadequate mixing of material used in the gel manufacturing process. Inadequate purging of the line resulted in further processing of the tube. Additional housekeeping has been implemented in the tubes operation to mitigate foreign matter. The scratched tube is due to an equipment jam prior to the tube evacuation process with an incomplete purge of tubes affected by the jam. The ink smear and defective marking/printing on the tubes is a felt pad used for ink application dislodging from the labeling equipment. An incomplete line clearance did not cull all affected tubes. Based on the investigation results, gel air bubbles may occur in tubes when inadequate purging occurs during gel drum changes. The fm (black spot) embedded in the tube occurred during the injection molding start-up process, with inadequate purging of the line. The damaged hemogard shield occurred during an equipment jam on the manufacturing line. Purging of the start-up parts was not adequate which allowed further processing of the damaged parts. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of 'scratched tubes, foreign matter (fm) in gel, damaged hemogard shield, embedded fm in tube, ink smear (dirty tube), printing defect and bubbles in gel' through corrective and preventive actions. CAPA pr #2201538.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes there was foreign matter in the tube(s), no label or missing label information and air bubbles in gel. The following information was provided by the initial reporter. The customer stated: the following issues were found in tubes: air bubbles ×52, fm in gel x13, defective marking x18, spot in tube ×1, dirty tube ×1.